Manufacturer narrative:
After further review of additional information received the following sections g4,g7,h2,h3 and h6 have been updated accordingly. As reported, the 5f pigtail supertorque catheter bent 30cm from the tip without breaking. In addition, the catheter marks moved from their original position, which put the patient at risk. It was also reported that the device had a withdrawal difficulty from the vessel. The procedure was completed by slowly removing the supertorque catheter from the patient. There was no reported patient injury. The device was used in conjunction with 10f non-cordis sheath and non-cordis stiff guidewire. The device was used in abdominal aortic aneurysm (aaa) procedure. The product was stored as per labeling and was opened in sterile field. There vessel tortuosity was severe. The device was not used for a chronic total occlusion (cto). The device was prepped and handled per the instructions for use (IFU). There were no anomalies noted to the device when it was taken out of the packaging. There was no difficulty advancing the device to the target lesion. There was no difficulty crossing the lesion. The device did not pass through any acute bends. There was difficulty withdrawing the device from the patient. The event caused a clinically relevant increase in the duration of the procedure that extended for 20 minutes. The event did not cause a condition that requires hospitalization or significant prolongation of existing hospitalization. Additional procedural details/patient information was requested but were unknown/unavailable. A non-sterile unit of a supertorque diagnostic catheter (cath mb 5f pig 110cm 6sh) was received for analysis coiled inside of a clear plastic bag. The catheter was unpacked in order to perform the product evaluation. Per visual analysis, it was observed that (B)(4) marker bands, from the number (B)(4) to the number (B)(4) , are moved from their original position and they were found piled up together. All marker bands were present on the catheter body, none were missing. (The position of the marker bands is numerated from the distal end to the hub). No other damages or anomalies were found. The dimension of the inner diameter (ID) and outer diameter (od) on the body shaft was measured. Measurements were taken on the area located between the assigned places for markers bands that are offset/out of position. The dimensional analysis results were found out of specification due to the elongated condition observed on the unit. Functional analysis was performed. One 0.038¿ lab sample guidewire was inserted inside the catheter via the distal tip. The guidewire could not be passed through the entire catheter body due to the marker bands out of position and the also due to the elongation condition. The unit was observed under a microscope and the marker band marks on unit¿s surface did not present evidence of damage (scratches, peelings, abrasions, etc.). No other issues were noted during microscopic analysis. A product history record (phr) review of lot 17916927 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿catheter (body/shaft) - kinked/bent in patient¿ was not confirmed since no kinks were observed on the returned catheter. The complaint reported by the customer as ¿catheter (body/shaft) - withdrawal difficulty from vessel¿ was not confirmed due to the nature of the complaint and could not be properly evaluated. The complaint reported by the customer as ¿marker band (super torque) - offset/out of position in patient¿ was confirmed. A marker band - offset/out of position condition was observed on the returned device. Exact cause of this condition could not be conclusively determined during the analysis. Procedural/handling factors or vessel characteristics (severe tortuosity) might have contributed to this issue. Per the elongations found on catheter body it was determined that this may have been the cause of marker band migration. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿failure to observe these instructions may result in damage, breakage, or separation of the catheter or the markerbands, which may necessitate additional intervention. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Dislodgement of the marker bands into the vascular system can result in additional intervention, embolism, thrombosis or other vascular complications. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal.¿ neither the phr review nor the product analysis suggests that the found conditions could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. Neither the phr review nor the product analysis suggests that the found conditions could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot 17916927 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f 110cm 6 sideholes (sh) pigtail supertorque catheter bent 30cm from the tip without breaking. In addition, the catheter marks moved from their original position, which put the patient at risk. It was also reported that the device had a withdrawal difficulty from the vessel. The procedure was completed by slowly removing the supertorque catheter from the patient. There was no reported patient injury. The device was used in conjunction with 10f non-cordis sheath and 0.035 260 cm long extra stiff guidewire (gw). The device was used in abdominal aortic aneurysm (aaa) procedure. The product was stored as per labeling and was opened in sterile field. There vessel tortuosity was severe. The device was not used for a chronic total occlusion (cto). The device was prepped and handled per the instructions for use (IFU). There were no anomalies noted to the device when it was taken out of the packaging. There was no difficulty advancing the device to the target lesion. There was no difficulty crossing the lesion. The device did not pass through any acute bends. There was difficulty withdrawing the device from the patient. The event caused a clinically relevant increase in the duration of the procedure that extended for 20 minutes. The event did not cause a condition that requires hospitalization or significant prolongation of existing hospitalization. The device will be returned for analysis. Other procedural details/patient information were requested but were unknown/unavailable.